Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, the patient experienced a hematoma. It was observed that the patient's skin was very thin, and the physician elected to revise the device pocket to move the device to a deeper position. When the pocket was opened, a suspicious infectious liquid was observed. Although the culture analysis was negative, the system was explanted and the patient was treated for infection. It was planned to implant a new s-ICD system after the suspected infection was cleared. No additional adverse patient effects were reported.